Event description:
Dealer alleges the hose clamp replaced on a irc5po2v concentrator. Per independent repair statement the key failure was the heat exchanger leaking. Other failures include low o2/yellow light, pe valve was replaced and the product tank tie wraps were replaced.